Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that for a posterior communicating artery aneurysm, after the phenom 27 and echelon 10 were in place, ped2-500-20 was used for hydration. However, the stent tip failed to open after being placed. After multiple adjustments and two retrievals, it still showed a fish-mouth state. Deployed it to the neck of the aneurysm and performed coil embolization. After filling a coil, it was not deployed and the stent was adjusted. At this time, the stent push resistance changed and could not be retrieved into the microcatheter. The stent was deployed, and then a microcatheter and micro-guidewire massage were performed. However, the stent still showed a fish-mouth state, and the distal end failed to adhere to the wall. The second ped2-500-16 stent was implanted and intussusception was performed. The surgery was successfully completed. The catheter was flushed as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU. The pipeline was used for an approved (on-label) indication. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured c located aneurysm with a max diameter of 11.83 mm and a 6.9 mm neck diameter. The landing zone was 3.4mm distally and 5.3mm proximally. It was noted the vessel tortuosity was moderate. Patient medical history includes hypertension. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure was slowed blood flow and contrast agent retention in the aneurysm. Ancillary devices include a johnson. Johnson envoy 6fmpd guide catheter.

Manufacturer narrative:
H3: the pipeline flex shield device and phenom 27 catheter were returned for analysis. The pipeline flex shield braid was not returned. The pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was in good condition. No kinks or bends were found on the pusher wire. The phenom 27 catheter tip, marker, and body were examined, and no damages were noted. No voids or flashes were noted on the catheter hub, and no other anomalies were found. The phenom 27 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub and tip without issues. Based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ could not be confirmed, as the pipeline flex shield braid was not returned with the pusher wire. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was moderate and the pipeline had not been placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in the vessel bend as potential causes. Therefore, a damaged braid could have contributed to the failure to open complaint. Damage to the braid can occur due to over-manipulation, re-sheathing more than two times, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. Since the braid was not returned, any contribution of the braid to the failure to open could not be determined. In addition, the damage noted on the pusher wire (kinked) could have occurred when the user attempted to advance the pipeline flex shield device through the phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. No complaints were reported regarding the returned phenom 27 catheter. Additionally, during device analysis, no issues were encountered, and no damage to the catheter was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the failure to open/fishmouth/failure to retrieve determined was said to be that there was something wrong with the tip of the stent. The pipeline had not been placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.